Manufacturer narrative:
(B)(4). Device has been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: july 21, 2016. Expiration date: june 30, 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nailing advanced (tfna) procedure, for a hip and proximal femoral fracture due to a patient's fall on (B)(6) 2016 as the surgeon had pre-drilled for lag screw placement into the femoral nail, it was noted that the lag screw would only insert half way thru the nail. Surgeon predrilled again with a long step drill, by hand, for a second attempt to implant the lag screw which was successful. Surgeon verified thru imaging that the preassembled locking mechanism was down and in proper position after the lag screw was in place. It was later observed by the surgeon that the lag screw was spinning inside the nail, and had a lot of play. Surgeon had chosen to leave the screw and nail in place. The proximal nail was also distally locked with two (2) locking screw implants. No time delay was reported, surgery was completed successfully and patient is reported in stable condition. Concomitant medical products: distal locking screws (part unknown, lot unknown, quantity 2). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
No additional information has been received for these fields. Device has not reported as explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.